Manufacturer narrative:
Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a stroke and was admitted to the surgical intensive care unit, where the patient latter passed away.